Manufacturer narrative:
Device issue with inomax dsir# (B)(4). The device investigation was completed on june 26, 2015. Case comment: july 1, 2015: this is a non-serious, post-marketing device report. A "blank screen" was observed while the inomax delivery device was not in use on a patient. No adverse event associated with the device failure was reported. The event is considered reportable because a previous, similar device failure had been associated with serious adverse patient consequence (index case MDR#3004531588-2013-00023). Please see device evaluation summary: inomax dsir# (B)(4) was returned to the manufacturer for service investigation. The regional service center (rsc) review of the service log revealed a delivery failure (df) alarm with backlight current below minimum: minimum: 800 counts, actual value 601 counts. The rsc also experienced the reported complaint of a blank display during testing, but did not experience a df alarm during testing. The rsc replaced the touchscreen /display. A full functional test was performed and the device operated according to specifications so it was returned to the device service pool. The root cause for this report was display-backlight failure. This condition will be tracked and trended under the company's quality system. This device was not in use on a patient; however, it is being submitted to regulatory authorities because a similar failure occurred in the past which resulted in a serious adverse event (MDR 3004531588-2013-00023).

Event description:
Event verbatim [preferred term]. (Related symptoms if any separated commas). Display-backlight failure [device issue]. Case description: on (B)(6) 2015, a hospital representative in the (B)(6) spoke with the company regarding a device issue with inomax dsir# (B)(4). The device was not on a patient. The hospital representative explained that inomax dsir# (B)(4) had a blank display screen. Initially the display was present and he performed a low calibration. Then upon exiting the low calibration, the screen went blank; the display was completely black. The green power indicator was lit and the reporter explained that he heard an audible high priority alarm but did not know what alarm it was. Inomax dsir# (B)(4) was removed from service and returned to the company for service investigation.